Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 035 device was returned for evaluation. An in-house presto inflation device was used to inflate the balloon, and a leak was noted to the distal end of the strain relief. The strain relief was then removed, and water was noted from under the coils. However, the exact source of the leak could not be determined. No leak was noted to the balloon. One photo was provided and reviewed. The photo shows the ultrascore 035 device. The rubber strain relief is seen circled in the picture, referring to the area where the reported issue was mentioned. However, no specific evidence of any failure could be gathered from inspection of the circled area or the whole picture. Therefore, the investigation is unconfirmed for the reported catheter burst as no burst to the catheter was noted. However, the investigation is confirmed for the identified leak as a leak was observed from the strain relief, but its source could not be determined. A definitive root cause for the alleged catheter burst and identified leak could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 expiration date: 11/2024. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured during inflation. It was further reported that the pta balloon allegedly had rupture due to the connection between the catheter and plastic piece that connects to the balloon and wire port. Reportedly, the pta balloon was pulled out of the body and off the wire. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured during inflation. It was further reported that the pta balloon allegedly had rupture due to the connection between the catheter and plastic piece that connects to the balloon and wire port. Reportedly, the pta balloon was pulled out of the body and off the wire. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2024).